Event description:
Report 2 of 2. It was reported that when using the kit grp a strep 30 test veritor, there were two alleged false negatives. The test device was inserted into the analyzer and the result was negative. The doctor visually inspected the cartridges, noticed two lines on the test device, and reported the results as positive. No patient impact was reported.

Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding a complaint that involved kit grp a strep 30 test veritor (material # 256040), batch number 3145731. Per customer, 2 symptomatic patients were tested for strep, test devices had 2 lines, but the result was negative; the doctor reported them both as positives judging by their condition and the 2 lines on the test devices. Customer is unsure if the second line was at the test position or below. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or physical samples were returned; therefore, return sample analysis could not be performed. This product is not designed to interpret the results visually and the results should only be read through analyzer. If the customer wants to confirm the result, they need to perform retest with a new cartridge or consider using a different diagnostic method. This complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant result was conducted, no adverse trend was identified.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that when using the kit grp a strep 30 test veritor, there were two alleged false negatives. The test device was inserted into the analyzer and the result was negative. The doctor visually inspected the cartridges, noticed two lines on the test device, and reported the results as positive. No patient impact was reported.